Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer reported that she had gone to the beach but the insulin pump did not get in the water. The customer did not recall or any significant event leading to the alarm. The blood glucose reading at the time of the call was 224 mg/dl and the customer did not recall the reading from the time of the event. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.